Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse and cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, vaginal scarring and odor. It was reported that patient underwent excision of mesh on (B)(6) 2013 due to pelvic pain and vaginal bleeding. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and monarc were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, incision and drainage of right ovary due to abdominal pain, urinary incontinence and ovarian cyst. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.